Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard cr tibial bearing catalog 183560 lot unknown, biomet I-beam tibial tray catalog 141225 lot unknown, unknown biomet arcom 3 peg patella. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee revision due to aseptic loosening approximately nine years post implantation. The tibial bearing and femoral components were removed and replaced. No additional information is available.